Manufacturer narrative:
The manufacturer had previously reported that a ventilators flow sensor assemmbly was replaced due to observed issue during preventative maintenance. Section b.2 had an incorrect selection of "death". There was no adverse event or death associated with this occurrence. The outcome of death was selected in error.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.